Event description:
A cartridge change error was reported with the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact. The customer, guided by technical support, inspected and cleaned the pneumatic tap area, removed an o-ring from the tap, and followed the on-screen instructions to successfully complete the cartridge load process, allowing them to resume insulin delivery.